Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a21 alarm, button keypad anomaly and failed battery test alarm due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with cracked case display window corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the customer's insulin pump¿s escape button were not working and insulin pump had multiple issue. Customer's blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump was broke, customer went in the water with insulin pump, insulin pump had battery out limit alert when they put a battery in it and they were unable to clear the alarm. Customer stated that the insulin pump had unexpected restart, a cold reset was performed alarm and they were able to clear the alarm. Customer stated that the time clock was advanced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.